Event description:
A patient reported while using the day aligners that they still have crowing on top of one tooth and one tooth is higher up than others possible intrusion.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.